Manufacturer narrative:
The MFR's service rep performed an onsite investigation and was unable to duplicate the reported problem. The cine bridge card and the image processor card were replaced. The system was tested and operates as intended.

Event description:
The customer reported that there were no cine images displayed on the 9800 system. No pt injury was reported.